Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to a vessel in retroperitoneal sarcoma surgery, the surgeon opened the jaws of the device and closed it over the vessel. The device would not fire not matter how many times the surgeon tried to squeeze the handle. Replaced by a new device to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted the single use loading unit (sulu) was partially applied with the interlock engaged. For functional testing, the instrument and sulu were reloaded and applied to test media with acceptable results; the pushers advanced, the knife cut completely and cleanly and the remaining staple line was properly formed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the handle is not completely compressed during application. This partial firing causes the interlock to engage and if a second attempt is made to fire the sulu it will not fire. The instructions for use for this product states: failure to firmly squeeze the handle all the way may result in an incomplete staple formation, which may compromise the integrity of the staple line. The multifire endo gia* 30 staplers are equipped with a safety interlock which prevents the handle from being squeezed a second time. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.